Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.